Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a device/service history review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident based on available information, the assignable cause for the reported issue was determined to be use error (trying to bypass day drain). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) stated they were trying to bypass day drain on the homechoice (hc) while connected. The baxter technical service representative (tsr) asked the hp if any alarms occurred and the hp stated no. The hp stated the hc kept going back to day drain and the hp wanted to go to night fill. The tsr had the hp press go to the day drain and the drain volume (dv) was increasing. The tsr advised the hp to continue the day drain until the hc stopped filling or alarmed. Per the hp the hc dv equaled 2384ml and advanced to fill 1 of 4. The tsr advised the hp to always finish day drain before bypassing to night fill in order to avoid over fill. The hp was to continue therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated he was able to finish his therapy and now knows not to bypass drain without finishing it. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.